Manufacturer narrative:
Continuation of d10: 6719 adaptor implanted: (B)(6) 2023, 0181 lead implanted: (B)(6) 2014, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed potential under-sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) at times. Additionally, the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy for an episode detected in the ventricular fibrillation (vf) zone that was suspected to be atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The ra lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.